Event description:
The patient's mother reported that the patient discovered a crack in the infusion tubing near the luer connection and the patient's blood glucose was elevated to 500 mg/dl. The mother stated that the patient has been sick and that could be a cause of the elevated blood glucose. The patient was given a 3 unit injection of insulin to lower her blood glucose. The mother then reported that the infusion tubing in use before this broke in two pieces and the patient's blood glucose elevated to 445 mg/dl. The infusion tubing was changed and the patient bolused 2.1 units of insulin. Her blood glucose then returned to normal (150 mg/dl). The mother stated that the outer tubing of the infusion sets had "holes" in them. She stated that the holes may have been cause by being bent or caught in a zipper. Upon follow up the patient's mother stated that the patient's blood glucose returned to normal. Product was replaced and requested to be returned for evaluation.